Event description:
The customer's mother reported via phone call that the insulin pump alarmed button error during a bolus attempt, which could not be cleared. The caller did not know the blood glucose reading. The caller did not know of any significant events leading to the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a button error alarm and without button response due to moisture damage on the keypad trace. The insulin pump was also received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing end cap sticker.